Event description:
Report received from USA stating that the device "started vibrating". It is known that the event occurred during surgery. It is known that there wa no patient or user injury or medical intervention reported related to this occurrence. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).